Event description:
Dealer is stating that this units plastic armrest is broken and pail is cracked.

Manufacturer narrative:
Should additional information become available, a supplemental record will be file.